Event description:
It was reported that the patient passed away on (B)(6) 2022 due to stroke and a possible fall. The patient's son called emergency medical services (ems) after finding the patient at home with severe stroke-like symptoms. Symptoms included fixed gaze, one sided weakness, severely slurred speech, and incontinence. Computed tomography (CT) scan was used to diagnose a hemorrhagic stroke. Patient condition was found to be critical without possibility of reversal. The patient was transitioned to comfort measures only (cmo) and passed away. There were no changes to patient condition or anticoagulation status that would have contributed to stroke. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.